Manufacturer narrative:
Per the user facility's biomedical technician, the reported non-clinical activity was during a routine check of the unit. The field service representative (fsr) found that the hubble twist lock cord cap had a loose connection. The fsr replaced the cord. Release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a non-clinical activity, the heart lung machine (hlm) plug on the power cord was defective causing the base to not power on. There was no patient involvement.

Manufacturer narrative:
Updated blocks: d9 and h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.